Event description:
It was reported that the ncb plate was broken after 1 month implantation. Due to a broken plate, a revision surgery was done. Implantation date: 2007/explantation date: 2007. About one month implanted.

Manufacturer narrative:
No product was returned for evaluation by zimmer. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based in the investigation, the need for corrective action is not indicated. Should additional substantive information be received, an amended medical device report will be filed. At this time, zimmer considers the investigation closed.